Event description:
It was reported that balloon rupture occurred. An unspecified size gladiator pta balloon dilation catheter was selected to dilate the unspecified target vessel. The device was inflated twice at an unknown pressure, however, upon the 3rd inflation at 8 atmospheres, the balloon ruptured. The device was retrieved intact. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).